Event description:
Reporter alleged obtaining a result of 281 mg/dl on the mobile system compared back to back with a result of 26 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter had been given an emergency injection about 20 minutes prior to the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were thrown away, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the mobile suspect device system used. Reference medwatch report (B)(6) for the aviva suspect device system used. Will not be returned to manufacturer.